Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) was isolated to a segmentation fault on the bga connection of ram chips u100 and u101. Monitor did not pass the flash test. Ca board will be replaced. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. There was no adverse event that resulted from the damaged monitor.